Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered pump settings. Customer's blood glucose was between 89-315 mg/dl. Tandem technical support assisted the customer in correcting the pump settings and the customer resumed insulin therapy.